Manufacturer narrative:
UDI ¿ (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a maxillofacial surgical trial, the desired dental section could not be performed with the burr device. It was reported that the surgeon could not cut the teeth in two with the burr device. It was reported that the burr was not round enough. It was reported that a competitors (komet) burr was used and the procedure was successfully completed. It was reported that there was a 20 second delay in the procedure due to the event. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that this was the first time that the surgeon used this type of burr device (depuy synthes). It was reported that the surgeon usually uses komet burrs. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.